Event description:
It was reported that this patient's right shoulder was revised. Patient had pain that lead to x-rays. Observation showed migration on the pe and the peripheral pegs. Only the central peg was still in place, it was initially cemented. The patient was converted to a reverse with a baseplate+10mm and bone graft. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of the glenoid loosening and fracture of the center cage leading to migration and wear of the polyethylene body. However, the reason for the loosening and fracture could not be confirmed, and contributions from incomplete/improper seating of the device and patient-related considerations to the event could not be assessed from the information provided. The observed damage and wear on the articular surface of the glenoid component may have been due to contact with the humeral bone and/or damage following migration of the glenoid component. The observed wear on the humeral head was likely due to unintended contact with the retained center cage following fracture of the center polyethylene peg and subsequent migration of the glenoid body.